Manufacturer narrative:
A steris field service technician arrived on-site, and inspected the unit. The table operated within normal specifications. The reported event could not be duplicated. The steris account manager spoke with the facility. Staff reported the patient was unharmed. The procedure was successfully completed once the patient was properly anesthetized and repositioned onto the table. The customer reported that the patient was in a supine position in a 9" slide to the foot of the table. This is the maximum slide position towards the foot. Steris engineering stated that tipping of the c-max table is attributable to failure to properly restrain the patient, and/or positioning full patient weight on the leg rest portion of the table. The steris c-max operating instructions state (pg. 2-4): "warning - personal injury hazard: failure to keep the patient properly secured with the patient safety straps at all times could result in death or serious injury to the patient and the operating room staff". The steris c-max operating instructions state (pg. 3-7): "warning - personal injury hazard: the table leg section is designed to support the patient legs. Do not put body weight on the leg section". The cause of the reported event was due to improper restraint of the patient. Due to the improper restraint, the patient was able to sit up during surgery, which caused a distribution of weight towards the leg section of the table, which in turn caused the table to tip. Steris has offered to provide the customer with an in-service on proper use of patient safety straps and proper positioning of patients on the c-max surgical table.

Event description:
The user facility reported that during intubation a patient sat up, which caused the table to tip forward with the patient on it. The foot section of the table made contact with the floor. No injuries were reported.

Manufacturer narrative:
The user facility has accepted steris' offer of in-service on the proper use of patient safety straps and proper positioning of patients on the cmax surgical table. The in-service has been scheduled for (B)(6) 2013.